Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon attempt interrogation, the pulse generator could not be interrogated. The device exhibited backup vvi operation. The physician suspected the device to exhibit premature battery depletion. The device was explanted and replaced. The patient was fine.